Event description:
Customer reported during chemo infusion on the inpatient oncology unit, a leak occurred in the tubing. Although no harm to patient or clinician was reported, a new chemo bag was mixed. No further patient/event information was provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.